Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing balloon was removed and a new one was implanted. The balloon was upsized. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.